Manufacturer narrative:
(B)(4). Batch # p5687u. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload no loaded in the device. The reload was a received with all the staples protruding and with the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance; this condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test cartridge reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. The device opened and closed without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, when you stated "when placing the cartridge the device jammed", had the device been fired? Or had the device not been attempted to be fired?

Event description:
It was reported that during an unknown procedure, when placing the cartridge the device jammed, and when removing the cartridge some staples were visible on the cartridge side. Another device was used to complete the case. No patient consequences.